Event description:
Patient underwent vns therapy system replacement surgery due to a broken lead. Both the lead and generator were replaced. No adverse event was reported in confjunction with the alleged lead discontinuity. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating physician.